Manufacturer narrative:
This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and updated according to current procedures. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time. The lot number was reviewed for complaint trend, nonconforming report, and CAPA. No ncs nor capas were identified. There were several complaints identified against this lot; however, with various reported physiological harms. Therefore, this is not considered a trend. Devices met specification prior to release.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced complications associated with the device, erosion, bleeding, pelvic pain, recurrence, abnormal vaginal discharge, micturition urgency, abdominal pain, vaginal cuff dehiscence, skin irritation and difficulty with daily activities including sexual intercourse. The patient had explantation of the device.